Event description:
Device 2 of 3; reference MFR report#1627487-2013-12475, reference MFR report#1627487-2013-12473. Further medical record review identified the lead was not explanted as previously reported. The lead was left implanted and attached to the new replacement ipg(competitor's).

Manufacturer narrative:
Corrected data: d7: remove explant date.

Event description:
Device 2 of 3. Reference MFR report#1627487-2013-12475. Reference MFR report#1627487-2013-12473. Further medical record review identified the lead was not explanted as previously reported. The lead was left implanted and attached to the new replacement ipg(competitor's).

Event description:
Device 2 of 3. Ref MFR reports #1627487-2013-12473, 1627487-2013-12475.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.